Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 195 mg/dl. Customer alleged the ¿algorithm on the pump is incorrect.¿ pump system check with tandem technical support indicated that the pump and related supplies functioned as intended. Despite findings, customer continued to allege that the pump did not function as intended. Customer delivered a bolus to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.